Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Customer says that head of the bed is not functioning and he has tried trouble shooting and he says that the head actuator and the control box need replaced. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.